Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ < product, including 1.0 or 2.0 for controller> controller / (B)(4) / model #: 1420 / expiration date: 10/31/2018, UDI #: (B)(4), device available for evaluation: no, device mfg date: 10/31/2017, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two ventricular assist device (vad) controllers alarmed "electrical fault" while attached to a motor fixture. It was noted that no electrical fault alarms were found in the controller alarm histories. The controllers are still in use. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Two controllers ((B)(4) were not returned for evaluation. Log file analysis was not performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed since the device was not returned and no evidence or supporting data was provided. Additional products: controller (B)(4). If information is provided in the future, a supplemental report will be issued.